Manufacturer narrative:
Updated manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported events as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log files contained data captured numerous events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 164 low flow faults and 126 low flow alarms, including flows as low as 0.4 lpm. The pump operated at the set speed for the duration of the captured data. A specific cause for the low flow events could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06may2019. The heartmate 3 lvas IFU, document 100169056, rev. A and heartmate 3 lvas patient handbook are currently available. This IFU lists bleeding, stroke, venous thromboembolism and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 entitled "alarms and troubleshooting" of the patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2021 the patient was readmitted due to neurological dysfunction and discharged on (B)(6) 2022. A computer tomography (CT) scan revealed intracranial bleeding and was treated by temporary cessation of the anticoagulation drug. On (B)(6) 2021, the patient was intubated for 6 days due to respiratory failure. Additionally, on (B)(6) 2021 the patient had a massive bleeding (tendency for anemia)/hemoptysis event which required less than 4 units of red blood cell concentrate. The hemoptysis caused a blockage within the bronchi resulting in increased pleural pressure and pump flow to decrease as low as 0 lpm. The patient was ultimately placed on extracorporeal membrane oxygenation (ECMO) support due to their poor respiratory condition and blood circulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms. A specific cause for the reported events (low flow, respiratory failure and peripheral thromboembolism) as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted controller event log file contained data from 06oct2021 at 20:21:04 to 06oct2021 at 22:45:05. There were numerous captured events where the calculated flow was below the low flow threshold of 2.5 lpm, resulting in 164 low flow faults and 126 low flow alarms, including flows as low as 0.4 lpm. The pump fixed speed was changed multiple times ranging from a set speed of 3500-4600 rpm and a low-speed limit (lsl) ranging from 4000-4400 rpm. Multiple events captured the pump set speed below the lsl resulting in low-speed advisory faults and alarms. These alarms corresponded at times with low flow faults and alarms. Additionally, while the pump speed was set between 3500-4000 rpm (f65) flow_estimation_is_invalid lvad faults were active due to pump speed being set too low. The pump set speed and lsl were ultimately set to 4600 rpm and 4400 rpm at the end of the captured data. The pump operated at the set speed for the duration of the captured data. A specific cause for the low flow events could not conclusively be determined through this evaluation. The account was unable to provide any additional information related to this event. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 06may2019. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. This IFU lists venous thromboembolism and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 entitled "alarms and troubleshooting" of the patient handbook outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was intubated due to poor respiratory condition, but symptoms did not improve so extracorporeal membrane oxygenation (ECMO) was used. Blood clots in the pulmonary bronchi were removed and respiratory condition recovered. After that, the pump speed was raised to 4600 rpm, and the patient was supported with ECMO 1.5l / m and pump flow 2.5 lpm. Low flows were found in log file.